Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system and requested guidance on increasing the cgm target; the agent advised that the algorithm was still adapting during early use and instructed the user to consult their clinician before any target adjustment. Symptoms included a documented low glucose of 59 mg/dl with low and urgent low alerts and self-treatment with carbohydrates. Outcomes included transient functional limitation without reported medical intervention or hospitalization. Investigation included customer interview and troubleshooting with education on device use and clinical follow-up. Investigation of this case revealed no device malfunction reported, and the event was consistent with early adaptive algorithm behavior with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.